Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer who reported that the physician told the patient to come back in a couple of weeks to have the pump refilled and the healthcare provider had only filled the pump up to last 2 weeks instead of the 2 months that the patient was used to having the pump filled. The patient stated that the physician had not counted on the patient getting pneumonia and another illness which the patient confirmed was not device related, so when the patient got back to the physician the pump was empty so the patient went through withdrawal. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 22-apr-2019 from the patient who reported that she ended up back with the doctor she had before. The one that refilled it for 2.5 weeks as she could not find anyone else. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2019 from the patient who reported that she had the pump filled with saline to resolve the pump being empty. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2019 the patient¿s sister reported that the last doctor filled the pump to only last 2-2.5 weeks and now the pump may be empty. The patient¿s sister stated that she did not think the patient heard an alarm, but the patient stated she may have heard an alarm. The patient did not currently have a pump managing doctor. She was seeing a doctor at a pain clinic who was helping the patient with withdrawal symptoms which started about 10 days ago, but the doctor did not do pump refills. They had already been sent physician listings in mid-february and were looking for a pump managing doctor to refill the pump, but they had not found one yet. No further complications have been reported as a result of this event.